Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, the battery gauge was observed to not increase in charge despite being plugged in and displaying the charging icon. The customer's blood glucose level was in the 490 mg/dl range. Reportedly, the customer reverted to manual injections for alternate insulin therapy.